Event description:
It was reported that the spike on the set completely broke off during infusion of inotropic medication. No patient injury was reported.

Manufacturer narrative:
Two administration sets were returned for evaluation. Visual inspection of the returned devices and provided photos showed spikes broken from the tip. The root cause is undetermined since testing to replicate the failure was not confirmed. A DHR was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Other, other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-07879 is no longer considered reportable, please disregard any MDR reports associated with it.